Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 560mg/dl. The customer's most current level was 400mg/dl. The customer treated the highs with manual injection. The customer was treated at the hospital for the highs. The customer states the pump alarmed for motor error, failed battery test, battery out limit alarm, and had a blank display. The customer states there was fluid under the lcd. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform functional tests including rewind, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests, or verify the failed battery test, battery out limit, excessive no delivery test or perform displacement test due to the motor error alarm. The electronic assembly was found with traces of moisture. The pump was received with a cracked case at the display window, a cracked reservoir tube, a cracked reservoir tube window and a cracked reservoir tube lip. The pump had a stained end cap sticker, minor scratches on the display window. No blank display anomalies were noted. The pump powered up after battery installation.